Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate atp therapy for a stable junctional rhythm that was diagnosed as a ventricular tachycardia due to blanking of atrial events leading to v greater than a rate branch. Programming changes were made. The patient's condition after the event was appropriate.